Manufacturer narrative:
(B)(4). Eval, results: unable to evaluate the balloon as it was discarded.

Event description:
Post deployment of an endovascular stent graft a reliant stent graft balloon was used to balloon the stent grafts. The balloon was inflated at least 12 times with a manual injector. The exact amount of pressure that was used to inflate the balloon is unk. It was reported that after a reliant was used to balloon the final stent graft, it detached from the delivery catheter. The whole balloon was successfully retrieved from the pt. After removal from the pt the balloon was inspected and no puncture, pinhole, or foreign material was evident on the balloon. The balloon was still intact and appeared as it was still partially inflated. The device was discarded by the user facility. No clinical sequelae were reported and the pt is fine.